Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled as intended, and it fed and formed 21 conforming clips. Additionally, the clips did not fall from the jaws during the firings and they were noted to hold in the test media as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Note: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a CABG the clips were deploying without closing on tissue. A new device was used to complete the case with no patient consequences.